Event description:
During a follow-up, far r-wave oversensing episodes that resulted in inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been completed at this time. The patient is stable with no consequences.